Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that about a month ago, the patient's pump "flipped over and now it's going sideways instead of straight up". The patient stated about a week ago, the patient has been experiencing "excruciating pain and it seems to be getting worse and worse". The patient has a scheduled appointment with their healthcare provider on (B)(6) 2022 and the healthcare provider wanted to have a medtronic representative at the appointment. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that about a month ago, the patient's pump "flipped over and now it's going sideways instead of straight up". The patient stated about a week ago, the patient has been experiencing "excruciating pain and it seems to be getting worse and worse". The patient has a scheduled appointment with their healthcare provider on (B)(6) 2022 and the healthcare provider wanted to have a medtronic representative at the appointment. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient sitting forward for long periods of time because of lower back pain caused or contributed to the flipped pump/increased pain. The patient was waiting on the neurosurgeon to call for an appointment for consultation to flip the pump back correctly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient stated she has had multiple falls since implant but cannot give approximate dates of falls. No medical attention was needed. The patient states pump is flipping over. A pocket revision is being scheduled/ the environmental, external or patient factors that may have led or contributed to the issue was the patient has had at least 3 falls since implant. The patient has a long history of falls and the falls are unrelated to the pump implant. When the patient sits down the pump flips over. The patient noticed the pump was tilting when she sits but she didn¿t know how long it has been tilting. The actions and interventions taken to resolve the issue was the physician was going to do a pocket revision to secure the pump in place. Surgical intervention did not occur was but was planned though not scheduled. The pump was used to deliver morphine. The other medication the patient was taking at the time of the event was hydrocodone. The medical history included diabetic and long history of falls. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.